Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and missing address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer reported that the device was in her bra prior to this issue. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.